Event description:
It was reported that the patient experienced pain in the right shoulder after an implant procedure. It was noted that the right atrial (ra) lead had perforated which led to pneumothorax. The physician thought the ra lead helix may be too long and the ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead became extrinsically distorted due to pulling /stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.